Event description:
It was reported that during a video anastomosis procedure, two rings were sectioned completely, proximal and distal, but there was not stapling. There were no staples found neither in the stapler nor in the sectioned rings. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.